Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 212 mg/dl. The customer also experienced chest pain and vomiting. Troubleshooting was performed, and the insulin pump passed the prime and high pressure tests. Nothing further was reported.